Event description:
Foreign object found in 3 continuous epidural trays. Object appeared to be black hair in 2 trays and pink fuzzy thread in third tray. No known negative pt outcome found in reference to these trays. Trays are not actually used on pts. Thus, no pt info available.